Event description:
It was reported that this device is used during demonstrations and sometimes the light will, allegedly, remain on in stand by mode.

Manufacturer narrative:
Add'l info will be provided once investigation is complete.